Manufacturer narrative:
The cortrak system returned functioning within specifications. No nasogastric tubes/stylets were return however a retention sample from the reported lot was found to function per specifications. The placement file from the cortrak system was reviewed. The file shows the track deviating from the midline well above the origin of the receive unit, which is indicative of a right lung placement. At approximately 2 minutes 40 seconds the track is seen to be going into the right lung again. The user pulls back slightly but continues with placement. At approximately 4 minutes into the placement the track is seen again to go into the right lung, the tube is pulled back and a back and forth motion is seen in the review of the placement. The stylet track as seen on the cortrak is again moving into the lung at the 5 minute 20 second point and again at the 6:40 point. At this time the track deviates from the midline well above the origin of the receiver unit again but is placed deeper indicating placement even deeper into the lung. According to the placement record the stylet is then pulled out at approximately 8 minutes into the placement. It is unknown why the user did not fully react to what they saw on the cortrak monitor as review of the placement clearly indicates a path not representative of a typical gastric placement and the tube entering the right lung.

Event description:
Event desc: during insertion of a feeding tube using a cortrak system a right lung placement occurred as confirmed by x-ray. The lung placement resulted in a pneumothorax and a chest tube was placed. No feed was introduced. The chest tube was removed on (B)(6) 2013 and the patient reportedly continues with respiratory issues.